Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that unknown bd leaked. The following information was provided by the initial reporter; (B)(6) 2023 otolaryngology patients due to "vocal polyps admitted to the hospital, under general anesthesia for "support laryngoscopy under vocal polypectomy", the nurse for the patient infusion of balanced fluid 500 ml, liquid exhaust, found to take the indwelling needle tip hose leakage, to be immediately replaced with its indwelling needles for the patient to puncture, and to the patient to do a good job of explaining the work of the patient in time to find out that the infection otherwise may be.

Event description:
No additional ifnromation provided.

Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation. Root cause couldn't be determined due to unavailability of sample and batch/lot number information. See narrative.